Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, no; evidence of non-functionality, no; external damage to lcs/cs housing, no and external physical damage, no. Functional tests & results: blade not energize/cut correctly, no; lcs/cs jaw not open/close correctl, no and lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional testing, it was found that the clamp arm of the lcs was bent. No conclusion could be reached as to what may have caused the clamp arm to be bent (misaligned). Mfg and engineering have been notified of the reported incident.

Event description:
During an unknown case, the blade of the tissue pad on the lcs15 would not align. 10/23/97 the rep reports the case was completed with the cavett tripolar device (not an ees product). There was no consequence to the pt.